Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw stuck in tube. This complaint involves one (1) device va locking screw stardriveâ® 2.7 mm he. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional device product codes: hrs. H3, h6: part number: 02.211.040ts, lot number: 4l56097, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: october 21, 2019, expiry date: september 1, 2024. Non-sterile part # 02.211.040, lot # h817218, release to warehouse date: january 23, 2019, manufacturer: monument. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the va locking screw stardriveâ® ã¿ 2.7 mm (he has no visual damages on the packaging as well as on the screw. The outer seal on the packaging was broken indicating that the tubes were opened before sending it to investigation. The lot number 4l56097 was found to be part of a CAPA which addresses the issue of difficulty in disassembling sterile tube packaging. A dimensional inspection for the va locking screw stardrive 2.7 mm (he was unable to be performed due to basic dimension are irrelevant to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the lot number is identified to be included in CAPA. During CAPA investigation, the root cause was identified as inadequately defined design of the inner tubing and cap. All investigations and actions were documented within CAPA. Following the CAPA, surgical guide was updated with measures to be taken if this issue occurs during usage and the previously blocked parts were released as use-as-is. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? 2.7mm variable angle locking screw self-tapping, stardrive recess surgical guide for sterile tubes. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.